Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 123 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 139 mmol/l. The repeat value matched the patient's previous results. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Upon review of the alarm trace, abnormal probe aspiration alarms and an abnormal probe movement alarm were observed. Several calibration errors occurred for ise tests in the previous 2 weeks. An ise check was performed. The field service engineer adjusted the ise sipper and probe wash positions and adjusted the flow rate as it was slightly low. The sipper and ise probe were replaced. The probe positions were checked and adjusted. Ise checks were performed and were all ok. Calibrations were performed and were ok. No further issues have occurred since the service actions.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.